Event description:
It was reported that when starting a da vinci prostatectomy procedure, the surgical staff experienced non-recoverable system error code 2 and restarted the system. After restart, the system would not complete the homing process and a message informing the staff to remove the instrument was displayed, even though there was no instrument installed. The instrument sterile adapter was replaced to try and resolve the issue, however, the issue remained. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) determined that system error code 2 was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 2 appears when the da vinci safety system determines a reference voltage was out of range. Upon determining this condition, the system records the fault and transitions to a safe state. During evaluation of the affected psm, the fse found dried disinfectant residue on the psm instrument carriage contacts. A hospital employee indicated that liquid disinfectant was used to clean the psm prior to installing the instrument sterile adapter. It was concluded that the residue likely caused a short circuit, thus generating the system error code experienced by the customer. The system was repaired by cleaning the psm contacts. As of april 16, 2012, there have been no reported recurrences of the issue at this hospital.